Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles observed in the luer lock intermittently. The customer's blood glucose was not impacted. The customer consulted with health care provider (hcp), and reported that hcp was not concerned about the amount of small air bubbles observed.